Manufacturer narrative:
Evaluation summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. Visual analysis of the lead indicated the lead was stretched. The analyst noted that the lead passed introducer test. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right atrial (ra) lead dislodged and exhibited high and unstable thresholds. The ra lead undersensing was noted due to the p-waves measurements being unstable. The ra lead was removed and replaced. No patient complications have been reported as a result of this event.